Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 6:30am at home. Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 84mg/dl. Caller stated that they tested her blood glucose again and received a result of 87mg/dl. A normal result for the end-user for that time of day is usually around 160-200mg/dl. Caller said the end-user was disoriented and had slurred speech and was unable to grip with her hands. Caller stated that she called paramedics about 2-3 minutes after testing with the prodigy meter. No food drink or medication was consumed while waiting for paramedics to arrive. Paramedics arrived in about 20minutes and tested the end-user with their meter and received a result of 34mg/dl. The paramedics did not test the end-user with his prodigy meter. The end-user was not transported to the hospital by the paramedics. Paramedics gave the end-user glucose and then advised her to follow up with her primary doctor. The caller did not know what medications the end-user takes only that she takes 60 units of lantus in the morning and 50units in the evening.